Manufacturer narrative:
Currently ,it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that for two days she experienced low blood glucose levels. Customer's blood glucose level was 42 mg/dl. That day she woke up with a high blood glucose level. The customer treated her low blood glucose level with food. The drive support cap was flushed. The drive support cap was loose. The device was not returned.